Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 6 trays were sent back from our labor and delivery department they all had damaged ampules.

Event description:
It was reported that 6 trays were sent back from our labor and delivery department they all had damaged ampules.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed with a potentially relevant finding. Nonconformance 60046031 was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit which contained the saline solution ampule broken into two pieces for investigation. The ampule was visually examined with and without magnification. Visual examination of the ampule revealed the ampule is broken at the score line. No pieces of the ampule appear to be missing. No other defects or anomalies were observed. The reported complaint of a broken ampule was confirmed based upon the sample received. The saline solution ampule was found to have broken at the score line. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.